Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed history of multiple motor start events with parameters outside of the typical range. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the controller was exchanged due to internal battery end of life.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. D1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date: 30-sep-2019/ serial or lot#: (B)(6) UDI #: UDI information is unable to be obtained as the necessary information is unavailable. D9: no h3: no h4: mfg date: 20-sep-2018. The codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a controller power up with an associated pump start event was logged on 11/jan/2024 at 13:13:54. Review of the event log file revealed that, prior to the controller power up, the controller last had power on 04/jun/2019, indicating that the controller power up likely occurred during a controller exchange. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs covering the controller power up event were not available. Log file analysis also revealed a motor start event recorded on 11/jan/2024 at 13:14:00, in which the motor start parameters were atypical. Additionally, log files revealed consistent increases in power consumption to parameters above normal operating range throughout the analyzed period. Review of the alarm log file did not reveal any alarms within the analyzed period. In addition, log files revealed that the controller had been in use for more than two (2) years. As a result, the reported atypical motor start parameters event was confirmed. The re ported controller fault alarm event could not be confirmed; however, the reported ¿internal battery end of life event¿ was confirmed. Based on the available information, the device may have caused or contributed to the observed high-power event. Based on the risk documentation, possible causes of the observed high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported ¿internal battery end of life¿ event can be attributed to the device reaching the end of its useful life. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.